Event description:
Facility reported that a pt was being monitored by tabs system in a chair using a chair pad. The resident "scooted" forward in the chair while keeping weight on the pad, then attempted to get up unassisted. The resident fell and suffered a broken hip, requiring surgical repair. Facility reported that tabs system alarmed immediately, but that due to the way the fall occurred, staff still found the pt down on the floor.

Manufacturer narrative:
Device was not returned to manufacturer as facility report indicates that device operated normally both during and after the incident. Additionally, facility was unable to provide serial and lot number info for the equipment involved. The pad in use was discarded, and the monitor in use was placed back in service after the incident since no product malfunction was reported.